Manufacturer narrative:
Concomitant medical products: corrected information: product ID 8840, serial# unknown, product type programmer, physician.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a male patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The consumer noted that the day after his refill, he was having symptoms of overdose. The consumer could not pee or sit up straight, and was very lethargic. He went to the emergency room at a smaller hospital and the hcps were not familiar with the baclofen pump. When the consumer got back home, the doctor read his pump and she admitted a mistake occurred. The hcp was training a new nurse and they programmed him to receive 4 times his intended dose. Per the hcp, the pump was reprogrammed with the correct concentration.